Manufacturer narrative:
Fixture loosening due to suspected deep infection.

Event description:
Fixture removal surgery due to loosening of fixture with concern for infection. Pain when loading reported as clinical sign. Surgery took place on (B)(6) 2023.